Event description:
Additional information received reported perioperative antibiotics were administered and the date of onset or diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. Signs and symptoms of the infection included redness, swelling, and drainage. The primary location of the infection was the device pocket and a culture was obtained and showed staphylococcus (staph). Treatment of the infection included intravenous (IV) antibiotics, oral antibiotics, and total device system explant. It was noted the infection resolved. It was also reported before the implantation of the device the patient had a debilitated status and corticosteroid use, which were risk factors that applied to the status of this patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer and a healthcare provider. It was reported that, when the pump was put in, the incision did not heal correctly; it oozed for months and months. It was noted that there was an infection because the patient had been exposed too long. The patient was sent to a wound specialist. On (B)(6) 2013, a CT scan was performed on the abdomen. The findings included a mild degree of edematous changes of the fat along its lower border that may have indicated focal inflammation/infection, without frank collection. It was indicated that, if there was continued strong clinical suspicion of an abscess, a focused ultrasound may be helpful in further assessment. The pump was removed on (B)(6) 2014 and replaced in (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the pump was replaced due to infection. The infection was diagnosed about 3 weeks prior to explant. The infection was ongoing and suspected since (B)(6) 2013. The system was being used to deliver dilaudid (hydromorphone).